Event description:
Independent repair center: customer alleged unit sieve beds and the key failure is the sieve beds have odor/ smell. As stated on the repair statement additional malfunction on this device: power switch has low alarm and pilot valve alarms.